Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The lesion was located in an unknown calcified vessel. The fg, promus element plus, mr, us 2.75x16mm stent was advanced; however, stent would not cross the lesion. The physician pulled it back and the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The lesion was located in an unknown calcified vessel. The fg,promus element plus,mr,us 2.75x16mm stent was advanced; however, stent would not cross the lesion. The physician pulled it back and the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The distal stent struts on row one of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and /or withdrawal. A hypotube kink was noted 130mm from the midshaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).